Event description:
A report was received which indicated that the port tubing was adhered to the expander shell when they received the device. The user separated the tubing from the shell and implanted the device, however, implantation was not completed as user alleged the device leaked from the area where the tubing was adhered to the shell. The investigation of the device was unable to confirm the presence of leakage, however, the event is being reported in good faith pursuant to mcghan medical corporation-carpinteria operation's policy to resolve doubts in favor of reporting.